Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2.5 mg/ml at 0.2003 mg / day) via an implantable pump. It was reported that at the patient's normal pump replacement, the healthcare provider (hcp) performed a catheter dye study and was unable to aspirate so they decided to do a catheter revision. In surgery, they attempted to aspirate the catheter again but were unsuccessful. No external factors were involved. The hcp then used x-ray to try to find the anchor so they could remove the catheter and replace it with a new 8780, but they were unable to see the catheter under x-ray so they unhooked the pump connector, cut the pump segment, and tied it off making sure there was no cerebrospinal fluid (csf) drip. The hcp then placed a new 8780 catheter and was able to get csf. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2020. Brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.